Event description:
It was reported that the patient experienced hyperglycemia on (B)(6) 2026 as the patient reported that the site was not changed in accordance with per instructions for use (IFU) guidelines. The hyperglycemia persisted for three to four hours and was treated with a insulin pen.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.